Manufacturer narrative:
The customer verified the power management (pm) printed circuit board assembly (pcba) was not making proper contact with the central processing unit (cpu) and after adjustment the contact is good, and the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had no power at start up, the unit was plugged into ac and yellow led's were illuminated but no unit operation was present. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Verified ac power is present at ac inlet and power supply input, 24 vdc is present at the power management (pm) printed circuit board assembly (pcba) j1 brown/orange connector. The customer was not able to verify if pm pcba has been updated. The problem persisted, so the customer will try swapping out the pm pcba or display assembly with known good unit to try to isolate the problem. The investigation is ongoing.